Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed a high impedance reading on one of the patient 's lead contacts. In addition, the patient desires to have an MRI performed due to unrelated health issues. Subsequently, the patient underwent surgical intervention where the patient's lead was explanted and replaced with 2 new leads.. Effective therapy was restored post-operative.